Event description:
The user facility reported that while manipulating the device within the blood vessel, it broke. Subsequently, the guidewire used in conjunction penetrated the broken part of the device.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. Investigation results: findings during cleaning - the actual product, zizai (hereinafter referred to as the actual product), was returned with a guide wire inserted in the actual product. When the condition of the actual product at the time of arrival was observed, the combination guide wire was inserted into zizai, and the combination guide wire had penetrated through at a site 0.5 cm from the tip. When attempting to remove the combination guide wire to clean the actual product, resistance was encountered and removal was not possible. Therefore, the actual product could not be cleaned normally. The tip of the actual product had no abnormality in appearance. Dimension measurement: the outer diameter of the actual product was measured to check for the following possibilities. Outer diameter: measured to check for any abnormality that may cause deformation of the tube in the catheter. As a result, the distal and the proximal outer diameters were within the standard values of our company and no abnormality was found. Reproducibility test: the perforation observed in the actual product was inferred to have been caused by localized load applied from the inside outwards, pushing the braid outward. For this reason, the returned product was destroyed to remove the combination guide wire, and an attempt was made to reproduce the perforation in the actual product using the following method. Sample: zizai production flow product (nc-c783am lot. 191001660) combination guide wire (gaia next2) with that of the actual product. Method: fold the sample approximately 0.3 cm from the tip, then bend and secure it within the ptca trainer. With the sample in this position, insert the combination guide wire from the proximal part. Result: after inserting the combination guide wire into the sample and advancing the tip to the sample's fold point, it was further pushed. As a result, the combination guide wire perforated and penetrated the folded part of the sample. Upon magnified observation of the perforated area, the resin near the perforated area showed stretching from the inside toward the outside, consistent. After the tip of the combined guide wire reaches the fold point of the sample, pushing it further causes the combination guide wire to pierce through the fold point and penetrate the sample. The resin at the site of perforation extended from inside to outside similarly to the actual product. Inspection of manufacturing records: for our product zizai, we conduct visual inspections and dimension measurements on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "250203510," no abnormalities were found in the results of each inspection, and no abnormalities were identified that could potentially cause penetration by the combination guide wire. Possible causes: observation of the appearance of the actual product showed the combination guide wire had penetrated through at a site 0.5 cm from the tip. As a result of the reproducibility test, the combination guide wire perforated and penetrated the folded part of the sample. Upon magnified observation of the perforated area, the resin near the perforated area showed stretching from the inside toward the outside, consistent with that of the actual product. The inspection of manufacturing records revealed no abnormalities that could potentially cause penetration by the guide wire. Based on the above findings, it was considered possible that the catheter perforation observed on the actual product resulted from the combination guide wire being driven against a bent section during the procedure.